Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 24-year-old female patient (gravida 4, para 2) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "both springs were in my right tube", device malfunction "device malfunction" and device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2011 and (B)(6) 2004), missed abortion in 2000 and d & c in 2000. Concomitant products included milnacipran hydrochloride and pravastatin. On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("unable to do the left side - essure insertion"). In 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain lower ("lower abdominal pain") and uterine leiomyoma ("uterine fibroid tumors"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy on (B)(6) 2013) and surgery (hysterectomy with unilateral salpingo-oophorectomy on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved and the pregnancy with contraceptive device, complication of device insertion and uterine leiomyoma outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2007. The reporter considered abdominal pain lower, complication of device insertion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placement: the doctor said it malfunctions and they were unable to do left side, date: (B)(6) 2014. Patient had a tubal ligation on (B)(6) 2007. Patient stated that the physician told her that she pulled up her medical records from 2007 and saw that both springs were in her right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pregnancy with contraceptive device, pelvic pain, menorragia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 24-year-old female patient (gravida 4, para 2) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "both springs were in my right tube", device malfunction "device malfunction", device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2011 and (B)(6) 2004), missed abortion in 2000 and d & c in 2000. Concomitant products included milnacipran hydrochloride and pravastatin. On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("unable to do the left side - essure insertion"). In 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain lower ("lower abdominal pain") and uterine leiomyoma ("uterine fibroid tumors"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved and the pregnancy with contraceptive device, complication of device insertion and uterine leiomyoma outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2007. The reporter considered abdominal pain lower, complication of device insertion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placement: the doctor said it malfunctions and they were unable to do left side, date: (B)(6) 2014. Patient had a tubal ligation on (B)(6) 2007. Patient stated that the physician told her that she pulled up her medical records from 2007 and saw that both springs were in her right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pregnancy with contraceptive device, pelvic pain, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event she did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital haemorrhage). She underwent a surgery to remove essure implant. The events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis concluded that a product quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concomitant products included milnacipran hydrochloride and pravastatin. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), menorrhagia, dyspareunia (painful sexual intercourse) and pain. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 17-nov-2016 who had essure (ess205) (fallopian tube occlusion insert) implanted on (B)(6) 2004 for permanent sterilization. As a result of her implantation with essure she suffered injuries including heavy bleeding and pain. On (B)(6) 2012 she had surgery to remove the essure implant. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital haemorrhage). She underwent a surgery to remove essure implant. The events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 24-year-old female patient (gravida 4, para 2) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "both springs were in my right tube", device malfunction "device malfunction" and device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2011 and (B)(6) 2004), missed abortion in 2000 and d & c in 2000. Concomitant products included milnacipran hydrochloride and pravastatin. On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("unable to do the left side - essure insertion"). In 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain lower ("lower abdominal pain") and uterine leiomyoma ("uterine fibroid tumors"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved and the pregnancy with contraceptive device, complication of device insertion and uterine leiomyoma outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2007. The reporter considered abdominal pain lower, complication of device insertion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placement: the doctor said it malfunctions and they were unable to do left side, date: (B)(6) 2014. Patient had a tubal ligation on feb2007. Patient stated that the physician told her that she pulled up her medical records from 2007 and saw that both springs were in her right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pregnancy with contraceptive device, pelvic pain, menorragia, dyspareunia quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-may-2018: reporters, medical hystory, events pregnancy, device ineffective, lower abdominal pain, device malfuntion, unable to do the left side - essure insertion, uterine fibroid tumors and both springs were in my right tube added. Outcome of events updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.